Event description:
It was reported that three passes were made with the subject retrieval device to remove a clot from the right m1 middle cerebral artery (mca). One hour post procedure, a subarachnoid hemorrhage (sah) occurred in the treated area. No additional treatment was provided and the next day, the patient recovered. The physician stated that sah "might be caused by stretching of the vessel during retrieval." No further details were provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that three passes were made with the subject retrieval device to remove a clot from the right m1 middle cerebral artery (mca). One hour post procedure, a subarachnoid hemorrhage (sah) occurred in the treated area. No additional treatment was provided and the next day, the patient recovered. The physician stated that sah "might be caused by stretching of the vessel during retrieval." No further details were provided.

Manufacturer narrative:
The device is not available to the manufacturer.